Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal left anterior descending (lad) artery with mild tortuosity and mild calcification. Pre-dilatation was performed with a 2.5 x 20 voyager nc, and a non-abbott stent was deployed. An attempt was made to perform a kissing balloon technique with the voyager nc; however, the balloon would not cross the deployed stent; therefore, a non-abbott balloon was used successfully. Pre-dilatation was then performed in the left main to proximal lad, and a non-abbott stent was deployed. Intravascular ultrasound (ivus) confirmed that the stent was not well apposed to the vessel wall; therefore, post-dilatation was performed with the 4.0 x 20 voyager nc for three inflations of 14-16 atmospheres for 10-15 seconds; however, the balloon moved in the vessel and could not be inflated. During the balloon movement, a dissection occurred; therefore, a non-abbott stent was implanted for treatment. It was noted that the patient experienced slow flow which was treated with sigmart, and the procedure was completed. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted the balloon was loosely folded. A new indeflator, filled with contrast diluted 1:1 with water, was used in an attempt to inflate the balloon when fluid was observed leaking from a pinhole in the middle of the balloon, which likely contributed to the reported difficulties inflating the balloon. There were no visible scratches. In this case, the patient anatomical information was not provided, which may have aided in the investigation and determination of cause. Scanning electron microscopy analysis confirmed a leak in a balloon. It was determined that the balloon failure may have been attributed to mechanical damage to the outer surface. The leak was found at the edge of a fold with surrounding mechanical damage. Mechanical damage was observed distal and proximal to the leak on the outer diameter surface. It is likely that the balloon material was damaged (scratched) during interactions with the deployed stent, such that the balloon ruptured during movement in the lesion. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Potential factors that may contribute to difficulty inflating and/or watermelon seeding may include, but are not limited to, patient anatomical morphology, device size selection, placement of the balloon within the lesion, or physician technique. To help ensure this is not the result of a manufacturing deficiency, various quality checks are in place to verify visual, functional and dimensional specifications. Additionally, a sampling of units is destructively tested to verify proper balloon inflation. It was reported the voyager nc was used to post dilate a stent which may have contributed to the reported difficulties. A conclusive cause for the reported watermelon seeding could not be determined; however, the noted balloon rupture appears to be related to the operational context of the procedure. Dissections are known adverse events listed in the voyager nc instructions for use. A conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues or balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure.